Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose of 56 mg/dl. Customer stated they could not enter in basal rates. Customer treated low blood glucose with tablets. Troubleshooting determined the insulin pump is working as designed. The insulin pump will not be returned for analysis.